Event description:
Procedure: vats. According to the reporter: the reload would close down on the tissue, but would not fire. The reload was being used on the bronchus. The surgeon opened another stapler to fire across the bronchus. This extended the or time by approximately 30 minutes. The surgeon could not get the stapler to fire over the bronchus, and it took a long time to manipulate the stapler over the bronchus.